Manufacturer narrative:
Device 20 of 60. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 75% of the replacement wafers had stoma openings that are off-centered. He had used some of the wafers but not all. No photo is available at this time.